Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the basic occlusion and displacement test. No motor error alarms were noted, but the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The pump also had intermittent button response due to corroded keypad traces. No frozen screens were noted. In addition, the pump had a cracked case at the display window corners and the display window, as well as minor scratches on the lcd window.

Event description:
Customer reported receiving a motor error alarm in the past during priming. Customer stated that the numbers on the insulin pump continued to scroll when attempting a bolus. Customer stated that the screen on the insulin pump is now frozen on a low reservoir alarm. Customer also mentioned that the insulin pump has been exposed to radiation from an x ray and the buttons are unresponsive. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 100 mg/dl. No further information reported.